Event description:
It was reported approximately one day post implant that the atrial lead exhibited undersensing with a drop in pwaves. The atrial lead was re-positioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).